Event description:
A customer contacted baxter's technical service center regarding a check lines & bags alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) assisted with troubleshooting. The home patient (hp) reported that the supply bag was not connected properly. The tsr advised the hp to start over with new cassette and bags and connect everything working from right to left. The hp would start over with new cassette and bags. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time.

Manufacturer narrative:
(B)(4). A 510(k) number was not provided in the emdr, because, the product is unknown.

Manufacturer narrative:
(B)(4). This complaint is for a check supply line alarm due to supply bag not being connected. Patient stated that the supply bag was not connected properly. It was not confirmed in the lab due to a lack of sample. No lot number is unknown; therefore, a batch review cannot be performed. The root cause was determined to be user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.